Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4). Device evaluated by MFR: it is indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that balloon rupture occurred. The 99% stenosed target lesion was located in the moderately tortuous and severely calcified superficial femoral artery. A 5.0 x 200 135cm mustang¿ balloon catheter was advanced as second device for dilatation. However, during the first inflation at 16 atmospheres, the balloon ruptured. The device was completely removed from the patient and the procedure was completed with a different device. No patient complications were reported and the patient's status was good.

Manufacturer narrative:
Describe event or problem updated. (B)(4).

Event description:
Same case as MDR ID# 2134265-2018-00236. It was further reported that prior to using the complaint device, a 5.0 x 200 135cm mustang¿ balloon catheter was used first for dilatation.